Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicm5_12.1 implantable collamer lens, -05.50 diopter, during the same surgery due to the lens tore/broke during injection into the patient's left eye (os). There was no patient injury. Another same model lens was implanted and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on lens. Visual inspection found one haptic torn. Claim#: (B)(4).